Manufacturer narrative:
The customer reported that the central nurse's station (cns), the biomedical engineer (bme) reported that the central nurse's station (cns) missed a heart rate alarm. The alarm limit was increased by a member of the staff without letting anyone know. They have sent the log files in for investigation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following devices were being used in conjunction with the cns: bsm: model: mu-671ra, s/n: ni.

Event description:
The customer reported that the central nurse's station (cns) missed a heart rate alarm. No patient harm was reported.

Event description:
The customer reported that the central nurse's station (cns) missed a heart rate alarm. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) missed a heart rate alarm while the patient was experiencing an increased heart rate. The alarm limit was increased by a member of the staff without letting anyone know. No patient harm or injury was reported. Investigation summary: the customer had determined that the cause of the missed alarm was due to the heart rate setting having been set too high (use error). The customer requested assistance with investigating on when and who performed the settings change. To that end, there is insufficient information to make a conclusion for the customer. There is no indication that the device had malfunctioned. Service history for this serial number shows no subsequent reported events related to alarm.